Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No prime anomaly was noted. However, the motor was noisy during the rewind due to a faulty motor. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the motor was making a noise when rewinding. Customer stated that during prime and rewind it seems like there is a catch in it. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 300 mg/dl. No further information reported.